Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient experienced dyspnea and chest pain prior to the procedure and the patient was stable post-procedure.